Event description:
It was reported that the lead was broken. The lead was replaced. No pt symptoms were reported. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.